Manufacturer narrative:
Evaluation: no product was returned for review. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is reported that the coil fractured and caused skin abrasions. This situation could be due to (but not limited to): excessive force that may have applied during usage, continued operation of the drill after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, or low speed/high torque of operation. Without further surgical information, the exact cause of failure cannot be determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the coil fractured and caused skin abrasions.